Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Analysis found insulation abrasions from the inside out at 11.0cm and 26.2cm to 27.4cm from the helix. The df-1 rv cables were exposed in these areas. All of the etfe insulations were normal. (B)(4) - no complaint was received with return of the device. Failure (event) observed during analysis.